Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient ID: (B)(6). Patient is 78 years old, female with medical history of diabetes mellitus (type unknown), renal insufficiency, hypercholesterolemia, hypertension and high bleeding risk. Patient presented with unstable angina. Index pci was done on (B)(6) 2025 to target one type c lesion from 90% stenosed mid rca to 80% stenosed proximal rca. First, one biofreedom 3.00mm x 33mm (lot number: w24090629) stent was implanted at 16 atm at mid rca with stent overlap. Lesion length was 29mm and reference vessel diameter was 3.00mm. Two biofreedom 3.50mm x 24mm (lot number: w24100004) stents were implanted at 18 atm at proximal rca with stent overlap. Lesion length was 48mm and reference vessel diameter was 3.50mm. Timi flow post procedure was three. Patient was discharged on (B)(6) 2025 with aspirin and clopidogrel prescription. During the 9 month follow up on (B)(6) 2026, patient had severe in-stent restenosis.

Manufacturer narrative:
The biofreedom (bfr1-3033/w24090629, 2x bfr1-3524/w24100004) stents have been implanted in the patient, and therefore, they have not been returned for biosensors' investigation. Based on the limited clinical information available, the occurrence of severe in-stent restenosis (isr) at 9-month follow-up is most likely due to multifactorial causes. The patient presented with multiple high-risk clinical factors, including advanced age, diabetes mellitus, renal insufficiency, and high bleeding risk, all of which are known to predispose to neointimal hyperplasia. In addition, the target lesion was complex (type c), with extensive lesion length requiring long, overlapping stents implantation in the rca, which is associated with an increased risk of restenosis. The biofreedom stents were implanted within labelled indications and achieved optimal immediate angiographic results, with timi 3 flow post-procedure. However, the combination of high-risk patient biology, complex lesion characteristics, and long overlapping stented segments likely contributed to the development of restenosis. There is no evidence to suggest a device malfunction or procedural complication. The reported isr event is therefore assessed to be primarily related to patient condition and lesion complexity, with contributory procedural factors. No causal relationship to device deficiency was identified. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The restenosis events are recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.